Event description:
The customer stated that, she tested her blood glucose using her contour and elite meters. The contour read "hi" while the elite read 88 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the meter showed it to be operating as designed. No product will be returned for evaluation.